Event description:
Physician informed (B)(4) representative personally relating to the following information. Catheter neurovent-p provided plausible icp measurement values for 2-3 hours. Afterwards loss of icp signal and display of implausible readings. After explanation no further catheter was inserted.

Manufacturer narrative:
Evaluation summary: the catheter (B)(4) was investigated. The sensor connecting wires on the circuit board are torn off. Cause: accidental overexpansion of the catheter (during repositioning, transfer of the patient to (B)(6)...) While clinical usage. The malfunction was detected by the user - no harm for patient. Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (B)(4)) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified, that sensor connecting wires on circuit board were torn off. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, tearing of wires must be caused by an accidentally user error in post-operative environment (for example by overexpansion of the catheter while repositioning or transport of the patient). Acc. To IFU prior and during examination/application, the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools. User recognized malfunction. No harm to the patient occurred.